Event description:
Clinician reported the screw fractured inside implant. Patient was referred to office and no further information is available about lot.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown. Concomitant medical products: bost510, 3i t3 non-platform switched tapered implant 5 x 10mm, lot unknown. Therapy date unknown initial reporter¿s title and last name are not provided / unknown.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0001038806-2022 -01476. Follow up with the customer confirms that the reported item is an iuniht, as was confirmed in the investigation, not an iunihg as previously reported. The following sections are being reported: d1: brand name is corrected. D4: catalog number is corrected. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The screw (reported) was returned but the implant (concomitant) was not. The reported event was confirmed. Based on the evaluation, device malfunction has occurred for the screw. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specification and conforming when they left zimvie. DHR review could not be performed since the lot numbers were not provided. A complaint history review by item number was conducted for the screw dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.